Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin properly, and the customer changed the infusion set multiple times. Troubleshooting was performed, and the device passed the high pressure test. The alarm history was reviewed and found numerous no delivery alarms; the customer then stated that he had never noticed getting the alarms. Also, the alarm history revealed battery out of limit alarms. No further information was provided.